Manufacturer narrative:
The device was returned for analysis. Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. Scratches were noted near the rupture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the rupture occurred due to interaction between the balloon material and the heavy lesion calcification. Additionally, the scratches noted near the rupture site indicate interaction to the outer surface material likely caused the rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, right peroneal artery. The 2.0mm x 120mm x 150cm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. However, during the first inflation the balloon ruptured at 6 atmospheres. A new, same size armada balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.